Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the edges were found to be dull and scuff marks were observed on the shaft. Based off the information provided, the most likely cause for the reported failure is wear and tear.

Event description:
It was reported that the reamer is dull.